Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown, secondary access set was involved in a no flow incident. This occurred during priming or during infusion using a sigma spectrum pump (baxter product) and unknown primary set. The reporter stated that the secondary line would be restricted or not flow at all while attached to the pump and primary set, which was clamped off. Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 1 of 2.